Event description:
It was reported that during a laparoscopic gastric bypass procedure the active broke off of the device and fell into the patient. It is unknown if the preformed an x-ray. They completed the procedure with a new like device. They did not find the missing blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent